Manufacturer narrative:
Continuation of d10: axium instant detacher, model no.: ID-1-5, lot no.: d038102. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the slide lever on an instant detacher was stiff and would not move. No patient symptoms or complications were reported with this event. Additional information received reported that the instant detacher (ID-1) stiffness was encountered at the time of detachment attempt. It was unknown how many attempts were made to detach the coil using the instant detacher or via manual method. The coil was discarded and the instant detacher was replaced with another ID-1 from a different lot to complete the procedure. It was confirmed; no patient symptoms or complications were associated with this event. The patient lesion was reported as 3 mm anterior communicating artery (acom) and vessel tortuosity was unknown. It was unknown if the device was prepared as indicated in the IFU (inspection, hydration, etc.). Prior to coil non-detachment, it was unknown if there were any issues encountered, however, it was reported that there was no problem with the coil, the issue was thought to be with the instant detacher. It was unknown if any pushwire damage was observed after removal from the patient. It was unknown if there was any damage to the device packaging. The cause of the ID-1 slide lever stiffness was not determined.